Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(4) there was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Analysis of the rdf confirmed that there were 21 ¿return pressure high¿ alerts with 20 of those alerts occurring within the last 17 minutes of the collection before the operator ended the run. During this time, the signals in the run data file indicated that the device was having difficulty maintaining steady state. Root cause: it cannot be ruled out that the needle line access may have shifted and impacted both the draw flow rate and the device¿s ability to efficiently monitor during the collection.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Analysis of the rdf confirmed that there were 21 ¿return pressure high¿ alerts with 20 of those alerts occurring within the last 17 minutes of the collection before the operator ended the run. During this time, the signals in the run data file indicated that the device was having difficulty maintaining steady state. Investigation is in process. A follow up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. Donor unit #: (B)(6). There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer.